Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's ipg was inoperable, due to patient not charging. As a result, the patient underwent surgery to have the ipg replaced. Therapy has been restored.